Event description:
Patient allegedly received an implant on (B)(6) 2005 via the left femoral vein due to gastrointestinal (gi) bleeding from crohn's disease and a right deep vein thrombosis (dvt). Patient is alleging vena cava perforation and tilt. The patient is further alleging weakness, shortness of breath (sob) when walking, and back pain. Per a report from computed tomography (CT): "ivc: a filter is present in expected position below a diminutive right renal vein. The filter is intact without evidence of fracture in or migrated component. The filter is slightly tilted to the left with the top of the filter adjacent to the medial wall of the ivc however appears to reside within the lumen. This is best seen on image 41 series 501. The prongs of the ivc filter may extend outside of the lumen wall. No evidence of inflammation or fluid collection surrounding the ivc which demonstrates normal caliber. Patency cannot be assessed without intravenous contrast."

Manufacturer narrative:
Non-healthcare professional. Investigation. The reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, tilt, weakness, shortness of breath, (sob) when walking, and back pain. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported weakness, shortness of breath (sob) when walking, and back pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.